Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical/medical team noted: no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the product and no product information a root cause could not be determined. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, once the nail was in place, at the time of drilling under the control of the scopy, surgeon realized that the drill bit arrives just between the 2 holes. The procedure was completed with a long intertan nail.